Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was 480 mg/dl. The customer administered a bolus via the pump. Tandem technical support educated the customer regarding the meaning for the incomplete bolus alert and to exit out of the screen. It was confirmed that the customer had accidentally entered the bolus menu screen and did not exit the screen.